Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal and distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a fracture was visible between the tip and ring of the lead. It was not possible to push a wire further than this point. Another lead was implanted. No patient complications have been reported as a result of this event.